Event description:
Reportedly, the pt visited the emergency outpatient department due to the reception of numerous shock therapies (associated sorin ICD: paradymvr 8250, sn: (B)(4), MDR: 1000165971-2012-00113). The therapy was re-programmed to off and the pt was admitted due to signs of pulmonary edema. A re-intervention was performed and normal psa measurements in both unipolar and bipolar configuration were obtained relative to the subject lead. The physician could not extract the lead, so it was the connector section was cuff off, and the remainder was placed inside the body with a lead cap. The pt has refused a new ICD implantation.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.